Manufacturer narrative:
Upon completion from analysis, this report will be updated.

Event description:
Additional information was provided that this pacemaker was explanted due to early battery depletion. The pacemaker was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device battery capacity had one year remaining and had failed to meet longevity expectations. It was confirmed that the device power consumption increased markedly in (B)(6) 2017. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this recently implanted pacemaker showed 2.5 years remaining battery life. Boston scientific technical services (ts) ensured that the device output was not high and advised for a memory dump to review the deeper battery details. Additional information indicates that this patient will be checked. No intervention done as of this time. This pacemaker remains in service. No adverse patient effects were reported.